Manufacturer narrative:
Date of event: estimated since unknown

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The implant procedure was noted to be difficult and several recaptures were required. The compression was okay but the shoulder was around half of the length. Follow-up approximately one month post implant noted the device had shifted. It was still attached, but shifted into the la. The patient was asymptomatic. Routine exams will be performed to monitor the device.